Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional test of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the reported event. However, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The esu was used in a mucosectomy on the left side of the colon. The settings used were not reported. A perforation in a large area of the colon occurred. The affected area was surgically removed. After the surgery there were no complications and the patient was released from the hospital 5 days later. The esu was distributed to a hospital in (B)(6).